Event description:
A surgeon reports that during intraocular lens (iol) implant surgery as he was positioning the iol in the sulcus, a haptic broke in the pt's eye. This resulted in vitreous loss and an anterior vitrectomy was performed. Prior to implanting the lens, the surgeon noticed that the pt had a capsular tear. The lens was not implanted. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested.